Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, after implantation of two platinium devices, an exportation of the patient files from this day could not be performed. An error message appear. It was not possible to find the patient files corresponding to the two implants in the data base. After a reboot of the subject programmer, the patient files could still not appear in the database. By accessing the programmer in administrator mode, the two platinium devices could appear in the database. It was then attempted to transfer all previous patient files onto another programmer, but an error message appeared with specific files.

Event description:
Reportedly, on (B)(6) 2021, after implantation of two platinum devices, an exportation of the patient files from this day could not be performed. An error message appear. It was not possible to find the patient files corresponding to the two implants in the data base. After a reboot of the subject programmer, the patient files could still not appear in the database. By accessing the programmer in administrator mode, the two platinum devices could appear in the database. It was then attempted to transfer all previous patient files onto another programmer, but an error message appeared with specific files.